Event description:
It was reported that the case involved a heavily calcified rca and taxus stents were placed in the proximal position. In an attempt to go distal to the taxus stents, the vision stent became hung up and upon removing it, the stent dislodged. Another company's balloon catheter was used in an attempt to retrieve the stent, but this was not successful. The stent remains in the pt's coronary.